Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a mesh device was prepared for a sling procedure on (B)(6) 2021. Prior to the procedure, it was reported that when the package was taken out of the box that it was shipped in, it was noticed that the package containing the device had a slit in it and the device was not sterile. There was no patient involvement.